Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an evercross pta balloon with a 6 f sheath and.035 guidewire for the treatment of a moderately tortuous, severely calcified 40mm lesion in the right proximal superficial femoral artery of diameter 6mm which exhibited cto (chronic total occlusion). Embolic protection was not used. The device IFU was followed and no issues noted during prep. The balloon was inflated using an inflation device (inflation fluid unknown) to a pressure of 10atms. The device did not pass through a previously deployed sent. There was resistance encountered when advancing the device and excessive force was used during delivery. It was reported that after inflation, the balloon became stuck in the patient¿s leg. When physician tried to retrieve it, the patient developed a leak at the base of her aorta (balloon was fully deflated for removal). Patient was transferred to the operating room for femoral endarterectomy following several attempts at removing the balloon. The patient died days later after the procedure in the ICU. Physician reported the cause of death is severe peripheral vascular disease (pvd).